Manufacturer narrative:
Patient demographics: 18 patients ( 6 men and 12 women). (B)(4) (cement extravasation). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract titled 'clinical efficacy of percutaneous kyphoplasty at the hyperextension position for the treatment of osteoporotic kümmell¿s disease' that a retrospective analysis was carried out on data from downstream balloon kyphoplasty treatments in hyperextension for 18 patients with osteoporotic kümmell¿s disease. Reportedly, intervertebral cement leakage occurred in 1 case, but no symptom was observed and no treatment was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.